Event description:
The customer stated that his wife called the paramedics due to low blood glucose levels. The customer stated that his wife found him unconscious, and when the paramedics arrived his blood glucose reading was 42 mg/dl. The customer's wife treated him with glucose tablets and cake frosting before the paramedics arrived. The customer stated that he experienced high blood glucose levels the night before, and his blood glucose levels may have gone low after treating his high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.